Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 403 mg/dl. The patient had just finished eating and she declined troubleshooting for her high blood glucose. The insulin pump was not returned or replaced.